Event description:
Home monitoring revealed intermittent rv lead impedance <200 ohms, nst event records reveal oversensing incrementing the vf counter. No inappropriate therapies delivered. Patient was brought into clinic. Unable to reproduce with isometrics. ICD therapies turned off per physician order. Life vest ordered until further assessment by ep physician. Lead remains implanted

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.